Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2019. Additional suspect medical device components involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial/ batch: (B)(6).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. No further information has been obtained.